Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited a high out of range shock impedance measurement of over 125 ohms. The cause of the issue has not been determined and no intervention has been performed. The device continues to remain implanted and in service. No adverse patient effects were reported.